Event description:
Asku

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed that for two weeks prior to explant, the min/max impedance values were infinite. It also revealed noise and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed that for two weeks prior to explant, the min/max impedance values were infinite. It also revealed noise and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.